Event description:
It was reported that during a da vinci assisted radical right nephrectomy, a vascular injury resulted in patient expiration. The surgeon was using the fenestrated bipolar forceps (fbf) and the monopolar curved scissors (mcs) during renal hilar dissection and believes he inadvertently sheared a lumbar vein causing a tear, and bleeding was also noted to be coming from the inferior vena cava (ivc). The patient became hypotensive, and due to the profuse bleeding the procedure was converted to open. Trauma and vascular services were called to assist; however, due to the location of the bleeding, hemostasis could not be achieved, and the patient expired. The surgeon stated the patient anatomy was abnormal with a large liver, and the renal hilar was much higher and very close to where the ivc enters the liver, making it a difficult dissection. The injury may have happened while separating the renal vein from the ivc and using the fbf to shear; potentially, the tear may have occurred when moving the fbf, or spreading it to get to the renal vein. The surgeon confirmed there was no malfunction of any da vinci product.

Manufacturer narrative:
A review of the site history logs for the instruments used during the reported procedure found that the 30 degree endoscope has been used in subsequent procedures with no reported complaints. The other multiple use instruments have no complaints reported and include the monopolar curved scissors, prograsp forceps, fenestrated bipolar forceps, medium-large clip applier and large clip applier. The sureform 45 instrument that was used during the procedure is a single use device. A system log review did not reveal any system errors that would have caused or contributed to the reported event. The 4 procedures subsequent to the event found no system complaints were reported and there were no system errors that would be related to the event. Device history record review for the device(s) used during the procedure showed no non-conformances were identified. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that based on the available information, the patient in this report expired from a catastrophic bleeding event during dissection of the renal hilum. According to the report, there was an injury to lumbar vessels near the renal hilum. Anatomic challenges may have contributed to the difficulty of the dissection. Although there is no allegation against any intuitive products or instruments, there is insufficient information to determine if any intuitive surgical products or instruments contributed to this event.